Manufacturer narrative:
Unable to confirm compromised force sensor system alarm due to motor error alarm. Pump passed displacement test, rewind test, self test and unexpected restart error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, cracked case near display window corners, cracked on display window and minor scratches on display window noted.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's did not know their blood glucose level at the time of the incident. The customer stated that the drive support cap was sticking out. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue the use of the insulin pump and revert to the back up plan. The insulin pump was returned for analysis.